Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a cartridge change error occurred during the load process. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.